Event description:
During laparoscopic hysterectomy part of the jaw of the laparoscopic thunderbeat disposable instrument broke inside the patient. Broken off jaw was immediately identified and removed from the patient with other laparoscopic instruments.